Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "arcing". For clarification, the instrument was found to have damaged insulation to the conductor wire. Wire insulation was found damaged at the distal idler pulley. When the wrist was articulated it was exposing the bare wire as well. The conductor wire insulation that was missing measured to be approximately 0.11" x 0.03". The instrument was found to have thermal damage of the proximal clevis and monopolar yaw pulley. Black char marks were present at the distal end. Any material missing from the damage was likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. Additional observation not reported by the customer: the instrument was found to have a broken sleeve. There was a piece missing as a result of breakage. The size of the missing piece was approximately 0.05" x 0.04". This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the distal end of the instrument or accidental collisions. A review of system logs for the permanent cautery spatula instrument was performed. Per the review, the following was confirmed: system serial#: (B)(4), device part# 420184-14, lot# n10190715-0835, and an event date of (B)(6) 2020. The instrument was last used on (B)(6) 2020 on system sh0190. The permanent cautery spatula had 4 uses remaining after this last use, which indicates that the reported event occurred on the 6th use of the instrument as the instrument has an allotted 10 uses. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because during a da vinci-assisted surgical procedure, arcing was seen on the permanent cautery spatula. Although, no patient harm, adverse outcome, or injury was reported, damaged insulation to the conductor wire found during failure analysis suggests that if the malfunction were to recur it could cause, or contribute to an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula arced at the wrist joint after the first use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and the cannula were inspected prior to use and no damage was noted after the arcing event. No pin gauge was used to inspect the cannula. The surgeon was using monopolar coag function and grasping tissue when arcing was seen at the beginning of the procedure. The instrument tip was not touching tissue when arcing occurred. The customer was using the valley lab generator with the following settings: cut 30 and coag 30. In addition to the permanent cautery spatula, the surgeon was using a monopolar curved scissors (mcs). No instrument collision with other tools or hard material was noted. The instrument did not touch any staples, clips, or sutures while it was energized. The tip was not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The instrument was not removed during the procedure. The surgeon believes that the cause of arcing was due to a defective instrument. There was no injury to the patient, and the patient did not return to the hospital due to post-op compilations. There is no image/video available for review. Patient-related information was not provided due to patient confidentiality.